Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 14-mar-2019 with the following findings: during investigation, the keypad cover was found to be intact. During testing, all of the keypad buttons responded appropriately to button presses. The keypad cover was removed and no evidence of damage or contamination was observed under button contacts. The complaint of a keypad response issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok button was under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.